Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/12/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 4/2/2018. It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round high profile 560cc saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round high profile 630cc saline prostheses on (B)(6) 2018. The prostheses were filled to 710ccs. No procedural complications were noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, the device is still implanted. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The device history record (DHR) of lot number 5827419 was reviewed on 6/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The failure analysis lab completed the investigation of the returned device on 6/4/2018. Device evaluation summary: it was reported that a (B)(6) year-old filipino female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed an area of missing material measuring approximately 1.0 x 0.7 cm on the anterior view. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).